Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received inappropriate anti-tachycardia pacing (atp) therapy, followed by six inappropriate shocks, as a result of atrial fibrillation (af). The therapy was exhausted, and the shocks did not convert the rhythm. Technical services (ts) reviewed the event and recommended adjustments on the ventricular tachycardia (vt) detection rate. No additional adverse patient effects were reported. This ICD remains in service. Additional information was received indicating that the patient with this ICD received two inappropriate shocks as a result of atrial fibrillation (af) with rapid ventricular response. No additional adverse patient effects were reported. This ICD remains in service.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received inappropriate anti-tachycardia pacing (atp) therapy, followed by six inappropriate shocks, as a result of atrial fibrillation (af). The therapy was exhausted, and the shocks did not convert the rhythm. Technical services (ts) reviewed the event and recommended adjustments on the ventricular tachycardia (vt) detection rate. No additional adverse patient effects were reported. This ICD remains in service.